Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Visual and microscopic inspection revealed the tip assembly and lap joint section of the imaging window were in good condition, but the sheath was detached from the telescope section, and there was an imaging core windup 25 cm from the distal end of the connector shaft with a broken and coiled drive cable. Microscopic inspection also revealed the guidewire exit port was in good condition.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a moderately to severely stenosed left circumflex artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, upon advancing, it was noted that the tip of the device was fractured. The procedure was completed by using another of the same device. There were no patient complications reported. It was further reported that the target lesion was 95% stenosed and the left circumflex was moderately tortuous and moderately calcified. Separation was noted on the device, which was subsequently completely removed from the patients body.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a moderately to severely stenosed left circumflex artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, upon advancing, it was noted that the tip of the device was fractured. The procedure was completed by using another of the same device. There were no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in a moderately to severely stenosed left circumflex artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, upon advancing, it was noted that the tip of the device was fractured. The procedure was completed by using another of the same device. There were no patient complications reported. It was further reported that the target lesion was 95% stenosed and the left circumflex was moderately tortuous and moderately calcified. Separation was noted on the device, which was subsequently completely removed from the patients body.